Event description:
It was reported to nuvectra that no external devices would communicate with the ipg following a hernia surgery. During the revision procedure, it was observed that the ipg had become tilted in the pocket due to a hematoma present beneath the ipg. The stimulator was replaced due to communication issues. The patient is doing well following the revision surgery.